Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported intra-operatively that there was a femoral stem crack/fracture with a history of the causative event listed as a distal fracture at stem tip.